Event description:
It was reported to philips that the allura device would not boot up correctly. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that the hard disk was not being read properly. The fse removed and re-inserted the graphics card and memory module . The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in diagnosis procedure when the issue was occurred, and the treatment got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc would not boot up normally. Upon functional testing the fse found that the hard disk could not be read properly. The fse removed and inserted the graphics card and memory module. After which, the system was returned use in good working order. The codes were updated based on the investigation outcome.